Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the evaluation revealed that the tip pin is broken (see evaluation picture 3). Further the shaft is bent (see evaluation pictures 1 + 4). This is typically caused by applying excessive leveraging forces. Also the device shows signs of metal surface oxidation and the laser marks are faded (see evaluation pictures 1 - 5).

Event description:
It was reported that the mouth is broken off. There was no harm for the patient, operator or third party reported. No further information received.